Manufacturer narrative:
During routine scheduled pm by getinge field service engineer (fse), the pump failed the drive manifold leak test. To fix the issue, the fse replaced the drive manifold assembly, and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The g4 date entered in the initial MDR was incorrect. The correct date is 17-nov-2020. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: the initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test. There was no patient involvement, and no adverse event reported.